Event description:
Boston scientific received information that this communicator was no longer working. The communicator and power cord was hot to touch and the screen was black. A boston scientific company representative advised that the communicator needed to be replaced. A new communicator and power cord would be sent to the patient. The communicator was deactivated. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the communicator was performed. The returned power adapter became hot to the touch during voltage and temperature measurement. The power adapter's case temperature reached 160 degree celsius and the case was melted and deformed. There was an audible ringing sound made by the adapter while plugged into the alternating current (ac) source. There was a burning smell observed. Laboratory analysis was able to confirm the allegation.